Event description:
Information was received that a smiths medical portex uniperc adjustable flange cuffed tracheostomy tube was involved in a "possible patient incident". No further information was received. No clinical consequences to the patient were reported.

Manufacturer narrative:
One sample received for evaluation. Upon visual inspection, device flange found to be pulled over above the last marking on the tube. This was noted to have caused a tear of the inflation lumen, and has resulted in cuff leak. The reported complaint was confirmed. The cause of the reported incident was determined to be due to inappropriate handling with product.